Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with a bifurcated stent and a suprarenal aortic extension. On (B)(6) 2016 the patient had a secondary intervention to repair a type 3a endoleak. The physician implanted an infrarenal aortic extension to seal the endoleak. A recent follow up computed tomography (CT) showed the patient had aneurysm sac growth and a potential type 3b endoleak. During the intervention the physician was not able to see any fabric tear or hole. Additionally a type 2 endoleak was confirmed during the re-intervention procedure and the physician elected to reline the devices with the ovation aortic body and two iliac limbs. At the completion of the procedure a type 1a endoleak was observed from the ovation device. The leak was flowing into the afx device and not the aneurysm sac. The patient is reported to be doing well post procedure and will continued to be monitored. There have been no additional adverse events reported for this patient.

Manufacturer narrative:
At the completion at the complaint investigation, based on the information received, the clinical evaluation was refuted a type 3b endoleak and a type 2 endoleak. The clinical assessment was able to confirm aneurysm sac growth and a persistent type 1a endoleak. The most likely cause of the loss of seal was the short angulated aortic neck anatomy observed on the implant angiogram. The most likely cause of the persistent loss of seal post ovation implant was the low placement of the seal rings below the type ia endoleak. The patient was discharged in stable condition on the second post operative day. To date there have been no reports of further negative patient sequelae. The event devices remain implanted in the patient and were not available for further investigation. The review of the manufacturing lot confirmed all devices met specifications prior to release. No additional investigations of this reported complaint are planned, endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Devices corrected based due to the corrected primary device information.